Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Product investigation results: a fully constrained wallflex biliary rx uncovered stent and delivery system were return for analysis. The stent was received fully covered by the outer sheath. Visual analysis of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section). The inner member was found kinked near the proximal end of the gas section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. The damages noted with the returned device were consistent with the application of excessive force during the procedure. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encounter during the procedure which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of released for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture due to cholangiocarcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during procedure, the 10x80 wallflex biliary rx uncovered stent failed to deploy when the nurse pulled the handle. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with a 10x60 wallflex biliary rx uncovered stent. There were no patient complications as a result of this event. Note: this event has been deemed a MDR- reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section).